Event description:
It was reported the colonovideoscope image displayed error code e315. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, olympus presume from the suggested event that the leakage from the scope connector caused a short circuit in the printed circuit board that is stored inside the scope connector, and that the liquid on the printed circuit board had dried out by the time the product was evaluated so it could not be duplicated. Chapter 3 preparation and inspection: the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection: the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, "troubleshooting". If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, "returning the endoscope for repair". Warning: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.